Event description:
It was reported that an applicator deployment issue occurred. The sensor was inserted into the arm on (B)(6) 2025. The applicator was provided for investigation. An external visual inspection was performed and failed due to sensor wire broken. The wearable was also provided for investigation. An external visual inspection was performed and has major damage. However, a sensor wire broken was found in connection to the reported allegation. The probable cause of the sensor wire broken was determined to be probable cause from inv. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an applicator deployment issue occurred. The sensor was inserted into the arm on (B)(6) 2025. Applicator was provided for investigation. An external visual inspection was performed and passed. The applicator was fully deployed as intended. Wearable was also provided for investigation. An external visual inspection was performed and major damage of a broken sensor wire was found. An applicator deployment was not found within the investigation window. The allegation was not confirmed. However, a broken sensor wire was found in connection to the reported allegation. The probable cause of the broken sensor wire could not be determined. No injury or medical intervention was reported.